Event description:
It was reported that the tip of the thoracic pedicle feeler was loose.

Manufacturer narrative:
H6 codes have been updated to reflect receipt of the device and conclusion of the investigation.

Event description:
It was reported that the tip of the thoracic pedicle feeler was loose.